Manufacturer narrative:
Follow up #3 submitted: 1/11/2016. Animas provides additional, corrected product analysis as follows: according to the black box records for this pump, on the day of the reported hospitalization ((B)(6) 2015) a loss of prime occurred at 7:04pm. The loss of prime was confirmed by the user within 9 minutes of occurrence, at 7:13pm . Basal deliveries were not resumed until the next day ((B)(6) 2015) at 2:40pm. The pump was not in use from (B)(6) 2015 starting at 6:55pm until (B)(6) 2015 at 8:09pm. This is the reason the total daily dose amounts appear to be inaccurate. Prior to the loss of prime on (B)(6) 2015, no delivery or pump defects were recorded in the black box data or history. The total daily dose amounts added up correctly to reflect the user¿s program. ¿ez-prime¿ steps were performed correctly during investigation. The pump passed flow accuracy testing and no delivery interruption or errors, alarms or warnings occurred during the investigation. The pump was determined to be delivering accurately and performing within the required specifications without malfunction. Investigation did not duplicate the alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl (27.7mmol/l). The reporter stated the patient was hospitalized on (B)(6) 2015 for large ketones, received treatment in the emergency room by a health care provider. Details of the treatment provided to the patient and the outcome of treatment were not reported. The health care facility information was not reported. The reporter alleged a history/settings (inaccurate delivery) issue with the insulin pump. At this time, the patient is not returning the pump to animas for investigation; the patient remained on the pump. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved; the patient/pump was unavailable for troubleshooting. If additional information is obtained, an update to this report will be submitted.

Manufacturer narrative:
Follow up #1: submitted: 11/10/2015. Serial number of device obtained and updated. (B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 01/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: review of the black box data revealed information that indicates that the pump was running on the incorrect date setting. The last basal delivery date was recorded as (B)(6) 2012 at 11:27 pm. The total daily dose amounts appear to be inaccurate due to the incorrect date setting and due to a basal delivery interruption for a period of 19 hours caused by an unconfirmed call service alarm 062 dated (B)(6) 2015 at 7:04 pm and for another 46-hour period due to an interruption in power on (B)(6) 2015 at 8:54 pm. On investigation, ez-prime steps were performed completely and correctly. There was no interruption in delivery and no errors, warnings or alarms during the investigation. The pump delivery accuracy was verified through duration testing and the pump was found to be delivering within the required specifications without malfunction. Investigation did not duplicate the alleged inaccurate delivery complaint. (B)(4).